Event description:
It was reported that during a colorectal procedure, the clips do not close in right way, they do not close properly. Procedure was completed with the same like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Additional information: how were the clips formed? The clips closes awry clip gap, scissored, etc.? Which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? On a vessel. Was the clip fully advanced into the jaws prior to firing? They are using this instrument often, so yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? That it did not work. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? No. If so, whom? The analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, seven scissor clips class I and six scissor clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.